Event description:
During a cardiac arrest resuscitation. The stat paz began to peel off the pt's dry/warm skin almost immediately near the area where the wire meets the pad; wire pulling adhesive from pt's skin; during first pulse check, could not read ECG to determine shock or not; delayed shock; second set of pads began to peel away in the same manner. First two sets of stat pads used had issues with the edges of the pad becoming unattached from the pt's thorax.